Manufacturer narrative:
(See h3) no device sample was returned for manufacturer analysis. Manufacturing record review found no issues or nonconformance's and no trends were identified. No device related root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
This incident was reported by the healthcare provider, limited information has been made available. It's reported that the patient sought unspecified medical attention and was diagnosed with a corneal ulcer, an unspecified medication was prescribed. Good faith efforts have been made to obtain additional information without success, as of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the alleged corneal ulcer with a lack of medical information, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.